Event description:
The caller reported an issue with the insulin pump displaying a different fill estimate than expected, specifically 12 units compared to the expected 200 units, which was greater than a 30-unit discrepancy. There was no adverse impact to the customer's blood glucose level. The caller took steps to remove air from the cartridge and used room temperature insulin but chose not to disconnect and deliver a bolus for an updated insulin estimate. They were able to reload the same cartridge with assistance from technical support and were advised to monitor the situation and follow up if necessary.